Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), urinary incontinence ('bladder or urinary problems or changes: urinary incontinence') and diverticulitis ('gi conditions/ gastrointestinal or digestive system condition type: diverticulitis') in a 44-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion (8 elective abortions) and abortion spontaneous (2 spontaneous abortions). Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), lichen planus ("allergy: rash/skin condition/ rashes or skin conditions type: lichen planus"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vision blurred ("vision problems/ vision/eye problems type: blurred vision"), migraine ("migraine/ migraines / headaches"), abdominal discomfort ("discomfort"), vaginal discharge ("vaginal discharge"), lymphadenopathy ("severe sinus infections- lymph nodes were swollen"), skin lesion ("rashes or skin conditions") and headache ("headache ") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroid"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), diverticulitis (seriousness criterion medically significant), uterine enlargement ("enlarged boggy uterus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cysts") and endosalpingiosis ("focal endsalpingiosis"). In 2015, the patient experienced urinary incontinence (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), complication of device removal ("complications during removal surgery: other"), nausea ("nausea") and rash ("skin irruption"). The patient was treated with surgery (colonoscopy, bladder sling surgery on 2017 and hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary incontinence, abdominal pain, lichen planus, allergy to metals, bladder disorder, fatigue, alopecia, weight increased, migraine, diverticulitis, complication of device removal, nausea, abdominal discomfort, vaginal discharge, uterine leiomyoma, uterine enlargement, endometriosis, adenomyosis, adnexa uteri cyst, lymphadenopathy and skin lesion had resolved, the anxiety and vision blurred had not resolved, the rash was resolving and the endosalpingiosis and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, bladder disorder, complication of device removal, diverticulitis, endometriosis, endosalpingiosis, fatigue, headache, lichen planus, lymphadenopathy, migraine, nausea, pelvic pain, rash, skin lesion, urinary incontinence, uterine enlargement, uterine leiomyoma, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2016. Plaintiff received treatment fro pelvic pain, abdominal pain, nickel allergy, psych injury, bladder problems, fatigue, hair loss, weight gain, vision problems, migraine, gi conditions, discharge summry. Admit date: (B)(6) 2014; discharge date: (B)(6) 2014; 3 visible coils, left side leading 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Lot number added. New events: nausea, vaginal discharge, uterine fibroid enlarged boggy uterus, endometriosis, adenomyosis, paratubal cysts, lymph nodes were swollen were added. Events onset date added. Outcome of the events skin eruption added and all other events updated. New reporters added, plaintiff's information updated. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), urinary incontinence ('bladder or urinary problems or changes: urinary incontinence') and diverticulitis ('gi conditions/ gastrointestinal or digestive system condition type: diverticulitis') in a 44-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion (8 elective abortions) and abortion spontaneous (2 spontaneous abortions). Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), lichen planus ("allergy: rash/skin condition/ rashes or skin conditions type: lichen planus"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vision blurred ("vision problems/ vision/eye problems type: blurred vision"), migraine ("migraine/ migraines / headaches"), abdominal discomfort ("discomfort"), vaginal discharge ("vaginal discharge"), lymphadenopathy ("severe sinus infections- lymph nodes were swollen"), skin lesion ("rashes or skin conditions") and headache ("headache ") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroid"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), diverticulitis (seriousness criterion medically significant), uterine enlargement ("enlarged boggy uterus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), adnexa uteri cyst ("paratubal cysts") and endosalpingiosis ("focal endsalpingiosis"). In 2015, the patient experienced urinary incontinence (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), complication of device removal ("complications during removal surgery: other"), nausea ("nausea") and rash ("skin irruption"). The patient was treated with surgery (colonoscopy, bladder sling surgery on 2017 and hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary incontinence, abdominal pain, lichen planus, allergy to metals, bladder disorder, fatigue, alopecia, weight increased, migraine, diverticulitis, complication of device removal, nausea, abdominal discomfort, vaginal discharge, uterine leiomyoma, uterine enlargement, endometriosis, adenomyosis, adnexa uteri cyst, lymphadenopathy and skin lesion had resolved, the anxiety and vision blurred had not resolved, the rash was resolving and the endosalpingiosis and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, bladder disorder, complication of device removal, diverticulitis, endometriosis, endosalpingiosis, fatigue, headache, lichen planus, lymphadenopathy, migraine, nausea, pelvic pain, rash, skin lesion, urinary incontinence, uterine enlargement, uterine leiomyoma, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2016. Plaintiff received treatment fro pelvic pain, abdominal pain, nickel allergy, psych injury, bladder problems, fatigue, hair loss, weight gain, vision problems, migraine, gi conditions, discharge summary admit date: (B)(6) 2014 discharge date: (B)(6) 2014 3 visible coils, left side leading 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Batch no : c91764 production date : 2014-08-01 expiration date : 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and complication of device removal ("complications during removal surgery: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dermatitis allergic, allergy to metals, bladder disorder, fatigue, alopecia, weight increased, visual impairment, migraine and gastrointestinal disorder had resolved and the psychological trauma and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of device removal, dermatitis allergic, fatigue, gastrointestinal disorder, migraine, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2016. Plaintiff received treatment fro pelvic pain, abdominal pain, nickel allergy, psych injury, bladder problems, fatigue, hair loss, weight gain, vision problems, migraine, gi conditions, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, rash/skin condition, nickel allergy, psych injury, bladder problems, fatigue, hair loss, weight gain, vision problems, migraine, gi conditions. Outcome of pelvic pain, abdominal pain, rash/skin condition, nickel allergy, bladder problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.